Manufacturer narrative:
A steris service technician inspected the unit and found a deteriorated chamber exhaust valve body and a leak at the chamber exhaust piping. The technician noted that the unit had a poor leak rate and found that the solenoid, check valves and door seal needed to be replaced. Upon further inspection he found that the door seal pressure switch needed to be replaced. The technician repaired the unit, ran test cycles and confirmed the unit to be operational.

Event description:
The user facility reported that they received positive biological indicator (bi) results in a 60" century sterilizer load. Instruments were reprocessed prior to use in patient procedures. A patient procedure was cancelled.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information is available.